Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a long perforation occurred in the saphenous vein graft to mid diagonal coronary artery, from an unspecified device during a coronary intervention, that would require 3 graftmaster stents to seal the perforation. Two graftmaster stents (3.5x16mm, 2.8x19mm) were successfully deployed. A third graftmaster stent (3.5x19mm) was advanced, but failed to cross into the perforation and was removed; however, another stent was required to fully seal the perforation. A 2.8x16mm graftmaster stent was advanced, without issue, and the perforation was successfully sealed. As planned, the 3 implanted graftmaster stents successfully sealed the perforation. There was no reported adverse patient sequela or a clinically significant delay in procedure. There was no additional information provided.